Event description:
Customer reported that the insulin pump's battery compartment was cracked, a piece was coming off, and the threads were exposed. Customer also reported that the medtronic sticker had come off. Blood glucose level was 73 mg/dl at the time of the call. No further info was provided.

Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window, missing and end cap sticker and cracked case near display window corners noted during visual inspection. (B)(4).